Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2008. It was reported that the ipg was explanted. The physician stated that the ipg was not working and replaced the explanted ipg with a competitor model. The explanted ipg was returned to the MFR for evaluation. No further info is available.